Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. According to information by our field service engineer, the customer made an agreement with a local company and had their maintenance done. There is no information on what was replaced to resolve the issue. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).